Event description:
During a f/u visit after approximately 3 months of implantation, lack of stimulation was observed by the physician. A repositioning of the lead was attempted, but there was still a lack of stimulation. The entire pacing system was subsequently replaced. The subject lead is associated to a symphony sr 2250 pacemaker (B) (4). (B) (4).

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the us FDA issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Results: considering the analysis of the associated symphony sr 2250 pacemaker ((B) (4) (B) (4) MDR ref: 9610579-2010-00377), in which blood was identified surrounding the distal pin connector block and damage was identified to the seal of the set-screw, the analysis concludes that blood entered through the damage to the seal causing an isolation failure, which led to the reported lack of stimulation. (B) (4). Conclusion: no evidence of a mfg defect could be identified during the course of the lab investigation. As identified during the analysis, the distal end of the subject lead became detached from the distal end of the proximal electrode because of excessive tension applied from the connector end of the lead. The analysis determined that this tension was applied during the explant procedure, and caused all of the identified damages to the lead. This is corroborated by the statements of the physician, since an attempt was made to reposition the lead, assuming that the physician looked at an x-ray of the lead prior to attempting a repositioning. Considering the analysis of the associated symphony sr 2250 pacemaker ((B) (4) (B) (4)) in which blood was identified surrounding the distal pin connector block and damage was identified to the seal of the set-screw, the analysis concludes that blood entered through the damage to the seal causing an isolation failure, which led to the reported lack of stimulation. This isolation failure is outside the scope of the lead characteristics.